Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations. It was noted that the right atrial (ra) lead exhibited undersensing. It was further reported that the right ventricular (rv) lead exhibited oversensing. It was also reported that the ra lead exhibited a recent decrease in impedance and p-waves. It was suspected that the performance issues may have occurred during a mitral valve replacement . The ra and rv leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.